Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, it is possible that the severely calcified valve in combination with the fair image intensifier and coaxial alignment of the valve and delivery system led to the 70:30 aortic implantation of the sapien valve. Per report, the aortic malposition may have contributed to one of the sapien valve¿s leaflets not opening completely due to the native leaflet behind the frame impeding it, which subsequently caused the cai. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr procedure the 23mm sapien valve was implanted in a 70:30 aortic position, resulting in moderate central aortic insufficiency (cai) and trace paravalvular leak (pvl). Due to the aortic placement, it appeared that one of the sapien valve¿s leaflets was not opening completely due to the native leaflet behind the frame impeding it. The patient¿s blood pressure was 120/30. A second 23mm sapien valve was deployed 50:50 within the first sapien valve, which resolved the cai. The patient was transferred to the recovery room in stable condition. The native aortic annular diameter was 24mm by tee. The native aortic valve and root were both severely calcified. There was no mitral annular calcification (mac) or ventricular septal hypertrophy. The patient¿s ejection fraction (ef) was 45%. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as fair. During deployment, ventilation was held and there was no loss of pacing capture.